Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within spec. No failed battery test noted. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No grinding noise or motor anomaly noted. The motor was tested outside of device and passed. The time clock was monitored and no time clock anomaly or display anomaly noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blotches on screen, slow response on button, rejected new batteries, grinding noise during rewind,alarm was not loud enough, clock needs programming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.